Manufacturer narrative:
Device evaluation update: results of investigation: vyaire medical determined root cause as due to user fault. The user has not performed a two-point calibration of the oxygen sensor.

Manufacturer narrative:
Ire medical file identification: (B)(4). The suspect device was not returned for investigation at this time but a vyaire field service representative(fsr) evaluated the device onsite and performed a 2 point calibration and error message went away. Verification was performed and the unit passed. Fio2 readings where in specs after 2point calibration. A software upgrade from version 6.13 to version 6.19 was performed ,quick check was done and o2 cell was replaced . Preventive maintenance was performed and according to the service manual and passed. Gas path test was performed, downloaded logs and sent to technical support to be analyzed. The unit meets factory specification. Requested part number and pricing of the dual limb adapter for the bellavista1000e us. Vyaire medical has provided part pricing and shipped order to the customer. No root cause has not been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the respiratory therapist (rt) stated that the bellavista1000e us set fio2 does not match the fio2 delivered. Furthermore, there was no patient involvement associated with the event.